Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/14/2018, that on (B)(6) 2018, the patient experienced a skin reaction and an adverse event. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's father stated that upon insertion of the sensor, when the introducer needle was removed, they noticed a small drop of pus at the insertion site. The patient was taken to the doctor and was prescribed a fusidic acid cream to treat the affected area. At the time of contact, the patient as still using the prescribed cream. No additional patient or event information is available.